Event description:
It was reported that right ventricular pacing impedance was out of range. Rvt1p to rvcoil lead impedance warning on (B)(6) 2021. Trends appeared chronically low. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).